Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during bolus insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.